Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was fine when she and her husband came home from lunch. He went out around 02:30 pm to walk their dog for about 5 minutes. When spouse came back home after 5 minutes, he noticed that the patient was having a hard time talking and was mumbling. He did not check the cgm value and the manual bg since he thought that the patient was having a stroke. Spouse brought the patient to the emergency room (ER) and arrived around 03:45 pm. After some testing, they eliminated the possibility of stroke and they found out that the bg was 40 mg/dl and dexcom was showing 132 mg/dl so they removed the wearable and the patient was treated with IV glucose. After the treatment , the patient started to speak clearly again and the bg increased to 90 mg/dl. The patient was provided with orange juice and cookies. After eating cookies and drinking orange juice, the patient's bg increased to 130 mg/dl.. The patient stayed at the emergency room (ER) for monitoring until 02:30 am. Before the patient was discharged, the manual bg value was 165 mg/dl. Spouse inserted a new sensor when they got home. The patient was fine at the time of the report. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.